Manufacturer narrative:
This report summarizes the results of our investigation of all 1536 reported events included in this summary report, submitted per exemption number e2015043. The evaluation result codes events were: 203 open circuit, 18 wear problem, 234 environmental humidity problem identified, 338 deformation problem, 466 results pending completion of investigation, 37 electrical problem identified, 30 hardware timing problem identified, 57 no device problem found, 1 assembly problem identified, 684 no findings available, 3 fatigue problem, and 5 fracture problem. And, 240 caused trace to manufacturing, 221 unintended use error caused or contributed to event, 1207 no problem detected, 407 cause cannot be traced to device, and1 manufacturing deficiency.

Event description:
His report summarizes 1536 reported events (1032 initial reports and 504 follow-up reports). All reported events are related to device malfunctions button error alarm/keypad unresponsive and/or motor error alarm as allowed for in exemption e2015043 and contains no reportable serious injuries. Patient age ranged from 5 years to 92 years. Patient weight ranged from 20 lbs to 601 lbs. Patient gender was 48.6% male and 51.4% female for these reported events. 1463 events were associated with button error alarm/keypad unresponsive, 437 events were associated with motor error alarm and 73 events were associated with both button error alarm/keypad unresponsive and motor error alarm. The following patient problem codes were reported: 123 hyperglycemia, 15 hypoglycemia, 1840 no consequences or impact to patient, and 1 blood loss. The following device problem codes were reported: 1 device alarm system, 2 no display / image, 17 display or visual feedback problem, 1 incorrect measurement, 507 mechanical problem, 2 off-label use, 1550 device difficult to program or calibrate, 12 use of device problem, 1 visual prompts will not clear, 124 obstruction of flow, 1 device markings/ labeling problem, 10 material integrity problem, 11 moisture or humidity problem, 106 power problem, 5 no apparent adverse event, 129 patient device interaction problem, and 1 priming problem. The 504 follow-ups for events reported in previous quarters are being updated with investigation results following receipt and analysis of returned product.